Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation:analysis of the returned device identified: opening linear on patch and creases flat. Leak test and microscopic analysis was performed which identified: striated opening on path and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on patch assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device was explanted.